Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky universal cord and the sticky grip, up/down angulation lever plate, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a sticky universal cord and a sticky grip, up/down angulation lever plate. There was no patient involvement.